Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation power supplies were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system intermittently would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.